Manufacturer narrative:
(B)(4). Bleeding is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, patient bleeding occurred. The case was completed however, patient hospitalization was extended.